Event description:
On 29apr2025, an eye care professional (ecp) in canada reported a patient (pt) was seen as an emergency on (B)(6) 2025. The pt immediately experienced "a big inflammatory reaction" with redness and pain when inserting a new acuvue® oasys max 1-day brand contact lens (cl) in the let eye (os). The pt had trouble removing the lens and "a few hours later," the vision is still blurred and "still feels bone irritation that even extends to the nose." The pt's cornea is "showing signs of a toxic reaction - as if the pt had put peroxide in the eye." Additional symptoms were reported: blurred/cloudy/poor vision with a new contact lens, burning/stinging, and redness/hyperemia. No additional information was received. On 01may2025, the ecp provided additional information. The pt presented with an os that was "red and very irritated." The pt's visual acuity decreased by two lines, 20/50 with correction, and symptoms are anticipated to resolve once "corneal swelling heals." According to the pt, it felt like ¿peroxide solution¿ being inserted into the eye. The pt did not report being in contact with any substance on the counter, and was able to insert a lens in the right eye (od) without any issues. The pt had worn other lenses from the same box without any issues. The pt was diagnosed with "toxic reaction keratoconjunctivitis ¿ caused by some type of toxic substance," and was prescribed lotemax 4 times daily (qid) for 1 week then 2 times daily (bid) for 1 week; artificial tears and cl rest "until the eye is better." The pt does not have a return appointment but was advised to call office should symptoms not resolve or worsen. On 05may2025, a representative from an eye care professional's (ecp's) office in canada provided additional information. The lot number of the suspect product (acuvue oasys®1 day with hydraluxe¿ technology brand cls) was provided. The representative advised the patient (pt) is recovering well and the visual acuity is improving, adding that the temporary decrease vision will not be permanent. On 14may2025, a representative from an ecp's office provided additional information. The pt had a follow up visit on (B)(6) 2025 and the "pt's eye cleared." An email was received from the ecp's office on 14may2025. The pt was seen on (B)(6) 2025 for a 1 week follow up. The cornea has cleared. The pt tapered lotemax independently and has only been using once daily for the past 2 days. The pt was allowed to discontinue medication "since cornea is clear," and was advised to lubricate with artificial tears 2-3 times daily for the "next few days." On 14may2025, the pt provided additional information. The pt inserted a new os lens and had immediate burning "like someone put acid in the eye" and the os immediately turned red. The pt inserted the os lens first and always washes the hands and did not have anything on the hands. The pt immediately attempted to remove the cl, "but it was stuck." The pt wears the same prescription in both eyes (ou) and did not have an issue with the od lens when inserted after the os lens. The rinsed the os with "cool water and put in preservative free drops" that are used "regularly to try and lubricate the eye." The pr reported the os "felt like fire" and the pt "tried to keep it closed." The pt called the ecp and was seen "about one and a half hours after" the event. The ecp "looked at the pt with the light before putting drops in and could see the cornea was inflamed." The ecp "put in the drops to look at os and said it was very bad." The pt was prescribed anti-inflammatory eye drops (name, dosage and frequency not provided) and "had to wear sunglasses in the house as the vision was very blurry." The pt reported follow-up visits with the ecp and advised the os "got better" after starting the eye drops. On 20may2025, a representative from the ecp's office provided additional information. The representative confirmed the pt was prescribed acuvue oasys®1 day with hydraluxe¿ technology and has not been prescribed acuvue® oasys max 1-day brand in the past, only provided trial lenses. No additional medical information has been received. No additional information is expected. A lot history review was performed and revealed the following: all parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4400400105 was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.